Event description:
It was reported the patient went on a ride at (B)(6). It was noted that as soon as they started to speak on the intercom in the car ride, he felt his stimulator increase very high and the patient stated he was in so much pain he was shaking. It was logged he had been off the ride for 1 hour at the time of report and he was still feeling high stimulation and he could not straighten his back. It was reported the patient left his patient programmer at home in (B)(6) and did not have transportation to a doctor's office in the area. It was reported he did not have money to see a doctor in the area. It was logged the patient was going to try using a refrigerator magnet to turn off the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb5014, implanted: (B)(6) 2003, product type: lead. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).